Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ xc and juvéderm® volbella¿ xc. The patient was concomitantly injected with rha3. The patient experienced ¿inflamed nodules pan-facial,¿ primarily focused on the midface. The patient was treated with hylenex and given tetracycline. Improvement was noted. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00150 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ xc.